Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that troubleshooting was performed with the new charger and the patient did not appear to have an issue with her charger. It appeared to be a positioning issue. The patient was to use sticky patches and was instructed to lay on the charger while charging versus sitting against a chair. The patient was to report if the issues continued but had not been heard from since then.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient stopped feeling stimulation at about 4:00 on the day prior to the report. The reporter stated that they tried to make an adjustment with the patient programmer and recharger but lost all contact with the equipment. It was confirmed that they were seeing pictures but not the screens he thought he should be seeing. It was noted that the patient started to have issues with the equipment on the day prior to the report as well. It was noted that the patient was not able to adjust stimulation with the patient programmer. The reporter stated that they were seeing the regular charging screen but were not seeing any coupling bars shaded. It was noted that the patient did not have any bandages present and had everything taken off on (B)(6) 2014. After repositioning the antenna and pressing the start charge button, the patient was still not seeing any shaded boxes and was not using a belt. It was noted that the patient put the belt on and still had no boxes shaded. It was noted that they were not seeing all 8 boxes shaded. It was noted that the patient¿s next appointment was on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient had tried recharging with and without the recharging belt at home and initially got 8 coupling bars which then dropped to 4. It was noted that the spouse tried to hold the antenna over the implantable neurostimulator (ins) while the patient leaned over and it did not resolve the problem. It was noted that the patient was troubleshooting using adhesive discs on the day of the report and initially got 8 coupling bars which then dropped to zero coupling bars. The reporter confirmed that the patient was not moving and that the ins was very visible and palpable next to the patient's spine. It was confirmed that the pressure was applied to the recharger antenna. It was noted that when they pressed the green start charge button, they got 9 coupling bars again which then dropped to zero bars. The reporter noted that it was difficult to say when the problem started because she believed there were some recharger education problems initially. It was noted that the patient had struggled with recharging since implant.